Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the screw of the sure trak mount was worn. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: the clamp was returned to the manufacturer for evaluation and the reported issue was confirmed. The hex head of the screw was observed to be rounded out, causing difficult setting or releasing the clamp.